Event description:
The customer tested her blood glucose using her contour meter and received readings of 400, 430, 419, and 399 mg/dl. Her glucose was retested using another meter and that reading was 189 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned.